Manufacturer narrative:
Device evaluation: the customer reported that the device indicated high pressure, and the reported issue was unable to be confirmed or duplicated during device evaluation. Visual inspection showed the device was in good condition. Functional testing did not duplicate the reported issue. The pump was functioning normally. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Preventative maintenance was performed.

Event description:
It was reported that the device indicated high pressure. Per reporter, the issue was discovered before administering medicine. There was no patient involvement.